Event description:
The patient reported a false positive result with the ID now covid-19 assay with a nasopharyngeal sample. Customer proceeded to perform a confirmatory pcr test (platform: gene expert) that generated a positive result. The patient was reportedly asymptomatic. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.

Manufacturer narrative:
Investigation report: additional information: event date is an approximation since the exact date was not provided by the customer. The information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issues as no information was provided for investigation.